Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. The unit meets specifications for mdu-5 qc functional test. The results were recorded on the mdu-5 qc functional test data sheet. In addition, the unit successfully underwent a continuous burn-in for 4 hours. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same cases as MDR ID 212134265-2014-04427 and 2134265-2014-04428. It was reported that automatic pullback failure occurred. A 120v ilab installation basic ultrasound imaging system was used in conjunction with an unspecified bsc imaging catheter in an unknown procedure. During the procedure, the physician attempted to perform pullback three times but automatic pullback failed. The procedure was completed using manual pullback. No patient involvement reported.

Event description:
Same cases as MDR ID 212134265-2014-04427 and 2134265-2014-04428. It was reported that automatic pullback failure occurred. A 120v ilab installation basic ultrasound imaging system was used in conjunction with an unspecified bsc imaging catheter in an unknown procedure. During the procedure, the physician attempted to perform pullback three times but automatic pullback failed. The procedure was completed using manual pullback. No patient involvement reported.